Event description:
It was reported by the customer that the mattress showed signs of fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by the customer that the mattress showed signs of fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the mattress showed signs of fluid intrusion. Follow-up submitted as further investigation determined the mattress had a large oval stain on the inside bottom of the fire barrier; however, there were no signs of damage to the cover or fluid ingress. This is not likely to harm the patient as the safety functions of the mattress were not affected and the patient would still be supported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.